Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. Recall numbers: this ipg serial number was included in field advisories. 1627487-07262012-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge his scs system as recommended by manufacture's guidelines. As a result, the ipg became inoperable. Subsequently, surgical intervention was undertaken on (B)(6) 2017 wherein the device was explanted and replaced with a different model.

Manufacturer narrative:
Corrected data: serial number inadvertently entered in error on the initially submitted report.